Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. The patient reported on (B)(6) 2017 that the device stopped working but that he had no pain. The patient reported a previous time that he was instructed to charge the device and he "was vibrating from head to toe". The patient was scheduled for evaluation and advised to follow-up with the manufacturer and he did not. No action was taken. The event was unresolved with no further action planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional of a clinical study. Patient's weight was reported. It was also stated that the cause of the event was not known. Patient was instructed to recharge the device but this was not recorded in the healthcare professional notes. The patient could have been instructed by manufacturer representative.